Manufacturer narrative:
Catheter: model: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk; catheter: model: 8590-1, lot# n147960, implanted: (B)(6) 2008, explanted: unk. (B)(4).

Event description:
The patient was not getting "very good efficacy" for more than a month. A pump reservoir volume discrepancy occurred in which the actual residual volume was found to be greater than the expected residual volume. At the time of the last refill the pump "had double" of what it should have had as far as reservoir volume. During a (B)(4) study on (B)(6) 2012, it was stated that the healthcare provider could not aspirate the catheter. The pump was replaced due to the reservoir discrepancy. The catheter was not revised at the time of the pump replacement procedure. Drug delivered via the device was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).